Event description:
Practitioner contacted MFR to inquire about high "ok" material lenses. The practitioner reported he had refit a pt into a different lens material. He also refit with a different base curve, but did not change the lens diameter to compensate for the base curve change. The pt developed small central bilateral corneal ulcers, moderate blepharitis and mild keratoconjunctivitis. The practitioner reported the pt has poor contact lens hygiene and had gone to the beach prior to the incident. The pt never had problems with the lenses in the past. The lenses felt dry and stuck to the eye after 14 hrs of use. The ulcers were <1/4 mm. In size and resolved with treatment with minimal residual infiltrate left eye. Visual acuity was not compromised. The pt was refit into another lens material and returned to the original parameters of his previous lenses.